Event description:
The customer reported that the system displayed an overload fault error message. This error message will cause the system to shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cables were regreased and a filament and generator calibration were performed. The system was then found to be operating as intended.